Event description:
It was reported that the patient presented in-clinic for follow-up. Upon interrogation, insulation anomaly on the right ventricular lead was noted. On (B)(6) 2017, the lead was capped and replaced. The patient was stable post-procedure.